Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. The technician observed that the system pcb assembly is faulty and that the device can not be repaired. The device is returned unrepaired per the customer's request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that device does not boot up and remains stuck on self test screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.